Manufacturer narrative:
The pump was unable to prime the pump during the prime test due to a protruded/loose drive support disk. No motor error alarms were noted. The motor passed the motor test. The pump also had minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels, the insulin pump alarmed motor error, and the reservoir had air bubbles in it. The blood glucose reading was 350 mg/dl. The customer stated that the size of the air bubbles were small. It was found that he had refrigerated the insulin, which he was advised against, since this could cause the insulin to gas out. He stated that the motor error alarm occurred after he primed the insulin pump. No significant events leading to the motor error alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.